Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained about chest pain when being paced in the right ventricle. It was noted that the lead was dislodged and there was a possible perforation. The lead was programmed off and remains in the patient. No further patient complications have been reported as a result of this event.